Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs300 intra aortic balloon pump (iabp) keyboard related malfunctioned. There was no patient involvement reported.